Event description:
The patient presented with pain due to a loose patella implant, the cause of which is unknown. About 1 year and 9 months after the primary surgery, the surgeon revised the patella and the insert (from 10 mm to 13 mm) because the soft tissues have become loose. The surgery was successfully completed.

Manufacturer narrative:
Batch review performed on 28 february 2023: lot 2010145: (B)(4) items manufactured and released on 29-oct-2020. Expiration date: 2025-oct-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-sphere 02.07.0033rp patella resurfacing size 1 (k090988) lot 173742: (B)(4) items manufactured and released on 12-sep-2017. Expiration date: 2022-aug-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.